Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported by dr. (B)(6) that a anchor broke during surgery. The anchor was not fully retrieved from the patient. The procedure was completed successfully with a 15 minute delay.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: both the inserter and the anchor were received. The anchor was no longer coupled to the inserter. The distal end of the inserter has a dent. The anchor was expanded. Pieces broke off the anchor. No issues observed with the size of the spooled suture inside the anchor. Dry blood observed on the anchor and the distal end of the inserter. The anchor pieces were not received with the device. The probable root causes for the reported failure involving this device could be due to excessive force applied by user to device, hard bone, or over spooling of suture into the anchor body. (B)(4).

Event description:
It was reported by dr. (B)(6) that an anchor broke during surgery. The anchor was not fully retrieved from the patient. The procedure was completed successfully with a 15 minute delay.